Manufacturer narrative:
The reported event that the device was broken into pieces was confirmed by the complaint specialist during the device evaluation; during the visual inspection the tightening screw of the pin clamp was found to be broken. Based on the age of the device (6 years) the reported event may have been caused from handling of the device over the years. Applying too much force while tightening the pin clamp may have caused or contributed to the reported event.

Event description:
It was reported that the device broke into pieces at the user facility. No patient impact or procedural delays were reported with this event.

Event description:
It was reported that the device broke into pieces at the user facility. No patient impact or procedural delays were reported with this event.